Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received a shock from the device due to the patient's atrial fibrillation with a fast ventricular rate which the device detected as ventricular tachycardia. The device treated the patient with anti-tachycardia pacing, which accelerated the patient's rate into ventricular fibrillation and the device delivered a shock. It was indicated that given the patient's rate that a device discrimination feature did not prevent the device from withholding the shock. The device is still in use. No further patient complications have been reported as a result of this event.